Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7089341/7094754.

Event description:
It was reported that the patient had no significant pain relief despite reprogramming. The patient underwent an explant procedure. All explanted device components will not be returned.